Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "noticing an anomaly in the implant, in view of the discomfort felt, the applicant sought medical attention." "The doctor informed the applicant that the implant had ruptured and indicated prompt surgical intervention to replace the prosthesis." " thus, the applicant became aware of the worldwide recall and recall of prostheses" this is for the right side device. The device still remains implanted.

Event description:
The device has been explanted.